Event description:
The customer called and stated that one of the driver arms was not staying in the locked position. It was indicated that the driver arm was completely loose. The customer was advised that a replacement will be sent. In addition, the customer was instructed to revert to manual injections per md protocol.